Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navien catheter that had a leak. The patient was undergoing an aneurysm embolization procedure with stent and coils. Vessel tortuosity was minimal. It was reported that navien catheter and all accessory devices were prepared according to the instructions for use (IFU). The catheter was inspected and tested prior-to-use. The catheter was flushed per IFU. When manipulating the device during the procedure, a leak was observed so it was removed and replaced with another navien catheter to continue the procedure. There was no harm or injury to the patient. The event did not result in extended hospitalization of the patient. No additional medical or surgical intervention was required.

Manufacturer narrative:
H3. Product analysis conclusion updated: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition: the navien catheter was returned for analysis within a shipping box, within a tyvek bio-pouch, within a plastic bio-pouch, and within an opened navien outer carton (b110916). Visual inspection/damage location details: visual inspection/damage location details: upon visual inspection, no damage was found with the navien catheter hub. No bends or kinks were found with the catheter body. The catheter distal tip was found in good condition. The navien catheter was flushed, water exited from the strain relief and the catheter distal tip. Upon removal of the strain relief, the catheter shaft detached from within the catheter hub. The exposed liner at the proximal end of the catheter shaft was found damaged. Testing/analysis: the navien catheter total length was measured to be ~124.2cm and the useable length was measured to be ~117.5cm which is within specification (specification: 115cm ± 3cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed. There was an indication that the event could be related to a potential manufacturing issue as the cause was determined to be an inadequate and/or incomplete hub bonding causing the navien catheter to leak at the catheter hub/strain relief. Using an incorrect amount of uv adhesive, voids within the adhesive, or insufficient adhesive coverage can cause leakage and detachment of the catheter shaft from within the hub. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As found condition: the navien catheter was returned for analysis within a shipping box, within a tyvek bio-pouch, within a plastic bio-pouch, and within an opened navien outer carton (b110916). ¿ visual inspection/damage location details: upon visual inspection, no damage was found with the navien catheter hub. No bends or kinks were found with the catheter body. The catheter distal tip was found in good condition. The navien catheter was flushed, water exited from the strain relief and the catheter distal tip. Upon removal of the strain relief, the catheter shaft detached from within the catheter hub. ¿ testing/analysis: the navien catheter total length was measured to be ~124.2cm and the useable length was measured to be ~117.5cm which is within specification (specification: 115cm ± 3cm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed. There was an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the catheter leak was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.